Manufacturer narrative:
Device evaluation: analysis of the returned device identified: an opening on the posterior side, a crease fold and wear abrasion. Leak test and microscopic analysis were performed which identified: sharp crease opening, smooth crease opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp crease opening on the posterior side due to fold flaw opening and an smooth crease opening on the posterior side due to fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.